Event description:
Subsequently, it was noted that when removing the absolute pro ses from the patient, a separation occurred. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam, activation failure and difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. The jacket was partially separated distal to the strain relief. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Due to the partial deployment, the distal end of the stent got stuck and could not be retracted back into the sheath resulting in the noted stretched/overlapped stent struts and the reported difficult to remove. As reported, the device was surgically removed resulting in the reported material separation/noted device damages (outer member separation, partially separated jacket, multiple kinked and twisted stent sheath material). Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
13 sterile devices were returned. Mechanical jam and activation/deployment testing was performed on all 13 units. All 13 sterile devices passed testing. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a moderately calcified superficial femoral artery. After dilatation with an unspecified device, a dissection occurred. A 5.0x150mm absolute pro self-expanding stent (ses) was to be used to cover the dissection; however, once at the lesion, the thumbwheel of the absolute pro ses got stuck after 1-2cm of deployment. Due to the partial deployment of the ses, the distal end of the stent got stuck and could not be retracted back into the sheath, making it difficult to remove the stent and reposition. The ses was surgically removed. There were no reports of any clinically significant delay. No additional information was provided.